Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a rod was broken. A revision was done to replace the broken rod. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that visual examination confirms rod breakage. Visual and optical examination of the rod surfaces near the area of fracture surface crack origination noted mas and crown witness marks. Some fracture surface damage and smearing noted. Fracture surface analysis suggests a multi-modal failure, with an initial fairly flat fracture surface with progressive striations, subsequently followed by single cycle bend stress overload as evidenced by the river lines and shear lips, stating ~60% of the way through the cross sectional area, resulting in ultimate failure of the rod. Dimensional analysis confirms rod diameter conforms to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.